Manufacturer narrative:
Report indicates that the pt had and was treated for a fistula, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for eval, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event.

Event description:
Attorney reported: in 2003 - the pt underwent repair of an umbilical hernia using a medium oval band composix kugel mesh. In 2009 - the pt's condition worsened progressively, and in 2008, the pt was admitted to a medical center where he was found to have a bowel fistula that had eroded into the composix kugel mesh. The pt underwent excision of the fistula and composix kugel mesh. Because of the defective composix kugel patch and the multiple medical visits and surgeries it necessitated, the pt has suffered and will continue to suffer physical pain and mental anguish.